Event description:
A report was received that the patient was having difficulty charging the ipg. The physician believed that the ipg was rotated or maybe too deep. X-ray confirmed that the ipg had flipped. The patient underwent a revision procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
.